Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she tried to bolus only part of the bolus was delivered. She had to go back and finish bolusing the rest. The insulin pump sometimes turned off when a new battery was inserted. Customer's blood glucose level was not reported. She was unable to troubleshoot. The device was not returned.